Event description:
Healthy mother of three, who decided to get the essure implant procedure done after my 3rd child on (B)(6) 2010. I have been, since the procedure, experiencing lower back pain, hair less, pelvic pain, ovary pain, migraines, increase of weight, blurred vision, dry mouth with metallic taste, mood swings that are unexplainable. I need to get this coils out of my body before I lose my job, my husband and my family.